Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional tests could not be completed due to this alarm. The insulin pump was received with minor scratches on the display window, a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. The insulin pump passed the reset error test and no unexpected restart, audio anomaly or display anomaly was noted.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 404mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.